Manufacturer narrative:
The suspect device has returned for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
The account alleges that liquid (saline solution and blood) leaked once from the three-way stopcock. A new product from the same lot was opened and used instead without issue. No patient injury.

Manufacturer narrative:
The suspect device was returned for evaluation. The suspect device was found to successfully function without any issues. The reported failure could not be replicated. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.